Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked display window and a cracked case near the display window corners were noted during the visual inspection. No debris was noted behind the display window. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces.

Event description:
It was reported that the buttons on the insulin pump were unresponsive. Customer stated that they have to press the act button multiple times to get it to respond. Customer also reported damage to the screen of the insulin pump. Customer's blood glucose reading at the time of the call was 183 mg/dl. No further info reported.